Event description:
Rasp handle and accolade rasp was not well fixed, and so make clattering sound. Rasp and handle was separated in a body when surgeon gave an impact on the head of rasp handle to insert rasp handle with rasp into femur body. With another instrument surgeon could remove rasp handle and operations finished duly.

Manufacturer narrative:
Evaluation summary: visual inspection noted that the returned device appeared to be in used condition with normal signs of wear. There were numerous impaction marks both along the proximal area of the handle body and the inferior face of the strike plate. These impaction marks are typical of rasp handles which have been incorrectly back-impacted using the slotted mallet or an alternate impaction device. When inserting the broach, the striker plate of the broach handle is hit with the circular end surface of the mallet cylinder. However, when extracting, the mallet should be rotated 90 degrees.